Event description:
Patient confused, appears that he was able to poke his finger through the green cloth on the mittens, which resulted in the small bead material stuffing contents of the mitts to go all over the patient's torso and the bed. Beads were very difficult to collect and could easily be inhaled. Patient noted to have short nails.